Event description:
It was reported to boston scientific on 12/16/06, an embolization procedure of the posterior cerebral artery that "the embolization was performed at vein of galen aneurysmal malformation. A (guidewire) was inserted into the catheter (device in question) and the (device in question) was advanced through the 4fr guiding catheter. Then, it was approached to the lesion and two (coils) were deployed. After that, a leak was noted at the proximal marker under the angiography. It (device in question) was removed from the body. No anomaly was noted at visual inspection." It was reported that the procedure was completed with another device of the same type, that there were no pt complications and that the pt condition is good.

Manufacturer narrative:
Add'l PMA/510(k)#'s: k042568 and k994155. The device in question has been returned to the MFR and is currently in process of eval. Based on the info known at this time, boston scientific cannot conclusively determine the cause of the user's experience. No conclusion can be drawn.